Event description:
The issue has been ongoing for a couple years but recently there has been an increase in the dim led segments on the rate display of the alaris 8100 infusion pump module display boards. There is potential for harm due to the fact that the boards can be misread and numbers can be misinterpreted as another number. Photos attached. It seems most common with units that have a manufacturer time around 7/2014 and 8/2014 in our inventory. Many affected display boards were marked "rev: 07". Between (B)(6) 2015 and (B)(6) 2018 100 displays have had the issue and needed replacing. The hospital has been replacing the boards but it comes at a significant cost and amount of time. Becton dickinson was notified of the problem and their response is attached where the problem is acknowledged but a clear plan on how to correct this issue is not provided. Per site reporter: manufacturer's response to investigated is attached (pdf) does not resolve dim led issue.